Event description:
Customer alleged back to back blood glucose results of 256 mg/dl on the advantage system compared to 109 mg/dl when testing was performed on a professional meter within 10 minutes. Customer reported no symptoms and took no action or treatment based on the results. A request was made for the return of the suspect device and replacement product was sent.